Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Control recovery was acceptable. A general reagent issue can be ruled out since controls are acceptable. Upon review of the alarm trace, several clot detection alarms occurred on the date of the event. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ca 19-9 on a cobas e 801 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a ca 19-9 value of 59.6 u/ml. The result did not match the patient's clinical diagnosis. The sample was repeated on a second analyzer, resulting in a ca 19-9 value of 6.29 u/ml.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.